Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to have gone canoeing and insulin pump was exposed to water. Customer's blood glucose was 213 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, the insulin pump had moisture on keypad traces. No moisture damage noted on the electronic assembly or motor assembly. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corners and scratched reservoir tube window.